Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
(B)(4). The intraocular lens (iol) is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that patient had myopic surprise and blurry vision after implanting model zxr00 tecnis multifocal iol (intraocular lens). As a result, iol had to be explanted and replaced with zxr00 23.5 lens. Patient was doing fine when discharged. Through follow-up, it was also noted that there was no patient injury reported and no secondary surgical intervention such as incision enlargement, vitrectomy and suture was required. Visual acuity pre-op (pre-initial implant): od: 20/50 visual acuity post-op (post-initial implant):od: 20/150+1 visual acuity post-op (post-replacement):od: 20/60 patient was prescribed besivance, lotemax gel and prolensa. No additional information provided. Patient had bilateral lens implants; this report pertains to right eye (od).